Manufacturer narrative:
Based on the information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the post-op complication. Per medical records review, a couple of months post implant the patient experienced pain and bruising thereby underwent pain management. Per surgeon the patient¿s discomfort at the site of hernia repair may be due to chronic pain or related to the patient¿s fibromyalgia condition. The adverse reactions section of the instructions-for-use supplied with the device lists pain as a possible complication. To date, this is the only reported complaint for the reported lot. This MDR represents the capsure (device #3). Additional supplemental MDR to represent the capsure (device #2) and MDR to represent the ventralight st mesh (device #1) were submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: on (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #1). Per operative notes, ¿ports were inserted in epigastric area and right iliac fossa. Omentum was removed from hernia sac. A ventralight st mesh (device #1) was positioned over the hernia defect using sutures. The mesh was fixed in place using a double crown of capsure (device #2 & #3) fasteners.¿ 17-sep-2018 to 14-mar-2022 - during visits patient had pain, discomfort, slight bulge and bruising at the site of laparoscopic hernia repair thereby underwent pain management. Surgeon felt that the patient¿s discomfort at the site of hernia repair was either due to chronic pain or related to the patient¿s fibromyalgia condition. This file represents capsure (device #3).